Event description:
During an MRI, the pt stated that her pump "got very hot and warm - it felt as though it was on fire", and she had to have the MRI scan stopped. The pt's physician had checked the status of her pump; results were unk at the time of this report. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).